Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: investigation summary- the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that it was in a used condition. The active tip had signs of activation, and the manifold was charred. The tip, the suction tube and the handle had foreign matter, presumably biological matter. The shaft, cable and plug did not show any signs of damage. The device will be sent to the manufacturer for further review. The supplier performed an evaluation with the following results: device was not received in its original packaging, only in a bag. There was tissue visible within active tip, the ceramic was cracked, the manifold was damaged at distal tip and there was eschar built up. The handle, cable & plug were used with procedural residue visible in suction tube. There were no ncrs or deviations raised during the manufacturing process of this device. The customer reported that ¿defect device. No patient consequences reported.¿ the visual inspection found that the manifold is slightly damaged at the distal tip. It was also evidenced that there was tissue visible within the active tip, and an eschar built up with procedural residue visible in the suction tube. As per the product evaluation investigation, the ceramic was noted to be cracked, and this could be a potential cause of the device failing hipot active - return and output error/sparks failures due to the ceramic on the active tip being compromised. This is likely because of misuse or a shorting event, but the specific root cause cannot be determined. During our investigation, it was found that the device failed functional checks on hipot active - return and handswitch/footswitch ablation activation, showing an output short error and sparks (ablate). This device was passed on for further investigation to our process engineer. On inspection of the device, he was able to see that there were signs of misuse, with an impact blemish at the top of the tip. The specific root cause cannot be determined. The customer claim can be substantiated. Based on the investigation findings, the potential cause for the observed condition is traced to the procedural variables, such handling of the device or normal product interaction during procedure. As per the instructions for use (IFU): 1) avoid unnecessary and prolonged activation of the electrode during and between tissue applications. Failure to do so may result in unintended injury. 2) excessive force may damage the electrode tip assembly. 3) do not activate the probe for unnecessary and prolonged periods as irrigant overheating and unintended tissue damage may result. Prolonged probe activation while using the suction feature may result in elevated shaft or suction tubing temperatures. Properly handling and attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot- a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance was identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the vapr s90 w/ hand controls device had a shot circuit. It was not reported if the event occurred during a surgical procedure. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2025. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.